Manufacturer narrative:
(B)(4).

Event description:
The consumer reported overstimulation. It was noted the stimulation was off and the amplitude was set at 9.20 volts, and then they turned the stimulation on, which could account for the uncomfortable stimulation. On the day prior to the report, the stimulation became very high and uncomfortable when the patient woke up and she was shaking. The patient generally turned the stimulation off at night when she went to bed, but the day prior to the reports morning, the uncomfortable stimulation happened. The patient had not had any falls or traumas. During the report, the consumer synchronized and reported that the stimulation was off and the patient was at 9.20 volts. It was reviewed to lower the stimulation to 2.0 volts and then to turn it on. They turned the stimulation on, increased to 7.3 volts and the patient reported feeling stimulation comfortably. This resolved the reported issue as the patient was feeling stimulation comfortably with stimulation on at 7.3 volts. They were going to try this setting. Relevant medical history included non-malignant pain.